Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05308. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact time of occurrence of the perforation cannot be confirmed, therefore, it is unknown if it was related to the device. However, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, the patient developed left ventricle outflow tract (lvot) obstruction and pericardial effusion following hemodynamics compromise after valve deployment. An ECMO was inserted and the blood pressure was recovered and the hemodynamics became stable. The ECMO was removed, and the procedure was completed with no other issues. Per follow up information, the patient developed a hematoma and pulsatile hemorrhage at the left ventricle apex due to a left ventricular perforation by the guide wire. There was no injury found at the aortic annulus. Surgical operation was performed. It is unknown when the perforation occurred. The outcome became 'recovering'.